Manufacturer narrative:
Internal report # (B)(4), returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value test strip. (B)(4).

Event description:
Consumer reported complaint for hi blood glucose results. The expected fasting blood glucose test result range is 80 to 130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back-to-back blood test was performed fasting by the customer and produced test results of 534 and 502 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 06/13/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: hi, (B)(6) 2017 11:20 pm, fasting: yes; 291mg/dl, (B)(6) 2017 12:07 pm, fasting: yes; 353mg/dl, (B)(6) 2017 10:39 am, fasting: yes; 410mg/dl, (B)(6) 2017 10:37 pm , fasting: yes; hi, (B)(6) 2017 09:09 pm, fasting: yes.